Event description:
A female pt developed bacterial conjunctivitis and cellulitis in both eyes while using renu with moistureloc and renu multiplus no rub simultaneously. The pt reported initially developing eye irritation and swelling and sought treatment from her optometrist. The treating optometrist confirmed the pt presented to his office in 2006 with mucus, redness, and irritation. Vigamox was prescribed. Two days later, she had swollen lymph nodes, light sensitivity, subconjunctival hemorrhage and superficial punctate keratitis (spk). She was switched to tobradex. The pt was seen again a week later and was prescribed vigamox, tobradex and rewetting drops. The pt tried to wear contact lenses and was advised against this. At f/u the next month, the pt still had spk and viral conjunctivitis was suspected. She was then prescribed pred-forte and vigamox was continued. Two weeks later, the pt had a fever and chills and went to see her gp. Her gp diagnosed bacterial conjunctivitis with cellulitis in both eyes. Eye cultures were performed, but were negative for growth after 2 days. Pt was given a dexamethasone injection, rocephin injection, medrol dose pack, zyrtec and omniceph. Two days later, the pt had no improvement and bleph-10 eye drops were prescribed. Two days later, pt still had not improved and she also had swollen glands. Bleph-10 was discontinued and optivar was prescribed. The pt was referred to an ophthalmologist. Per the pt, as of 4 mos later, she is still having problems with her eyes and was under an ophthalmologist's care. She noted having "spots or scarring" on the cornea. Her gp reported that pt still had "eye matting" and was using doxycycline, which was prescribed by the ophthalmologist. Although requested, attempts to obtain add'l info from the treating ophthalmologist were unsuccessful. However, it should be noted the treating optometrist did not attribute the pt's event to use of the renu products. Reference linked file: 1313525-2006-00528.

Manufacturer narrative:
Baush & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.